Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Customer sent the logs to technical support and it is visible on the logs that the machine has suddenly stopped logging on (B)(6) 2018, 03:06:13 (device time) during a running ventilation. The next log entry is from a restart on 04:06:14. There are no error logs visible. Also no suspicious system logs visible. Before the ui software crash, there were many patient alarms active all the time. Technical support informed customer that the ui software had been terminated for an unknown reason and it is not reproducible ui software crash. There are no signs of technical problem with the hardware. The machine can be used without any restrictions. Technical support sent update data and os for re-installation.

Event description:
Customer reported activation of user interface failsafe screen of bellavista 1000 during running ventilation on a patient. The ventilation was not stopped and the red alarm lights / buzzer sound were active. Patient outcome is unknown.